Event description:
It was reported via legal documentation that approximately 63 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, severe pain, difficulties with mobility, limited physical activity and discomfort. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 5186220 02-022-45-4050 - truliant tib fit tray cem sz 4f / 5t 5580051 204-70-00 - tibial stem ext. Screw 5584711 02-012-60-1425 - tru stem ext 14mm x 25mm 5625003 02-020-11-0240 - truliant ps cem fem ps cem left sz 4 5675600 200-02-35 - three peg patella 35mm the device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. No operative notes were provided; therefore, a review of device usage and technique could not be performed. No information concerning patient conditions, co-morbidities, or other health or anatomical concerns was provided and it is therefore unknown if patient-related factors may have caused or contributed to the reported event. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: health effect - clinical code, type of investigation manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.